Manufacturer narrative:
Device used for treatment not diagnosis. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the part was not received.

Event description:
It was reported that the patient experienced a non-union, as a result the epoca was removed and replaced with another device. This is report 3 of 3 for complaint (B)(4).